Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) pt reported that while in drain 3, she began to drain slowly. While in fill 4, the cycler alarmed for fill complication and air detected in cassette. She was unable to progress in treatment. She discontinued and disconnected. When removing the set she found a fluid leak. She switched to manual treatment to complete treatment. The set was retained and is being made available for evaluation. During follow up the pt's pd nurse reported that her effluent remained clear. She had no signs of infection. She was not treated with any antibiotics. No adverse event reported at this time.